Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had symptoms of lethargy. Additionally, the patient's right ventricular (rv) lead had increasing and high thresholds with possible non-capture. The lead was replaced. No patient complications have been reported as a result of this event.